Manufacturer narrative:
D3 - MFR establishment name and d4 - primary UDI number: correction d9: date returned to mfg.: 1/19/2026. H3 and h6. Codes: updated. Updated device evaluation: received one (1) used cleo subcutaneous product. As received, site base was returned. The adhesive pad was returned and appears to have been used. The cannula was observed to be bent from the original position. Also, residual dried blood in the cannula. No other physical damage or other anomalies observed. To replicate manufacturing procedure testing, an occlusion test was conducted on the returned sample. No flow was observed for the occlusion test. The line block alarm was confirmed, and the probable cause was due to a bent cannula. A device history record review was no performed as the lot number was unknown.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that a person with diabetes (pwd) had an issue with a cleo 90 infusion set that failed to deploy from the injector. The pwd mentioned receiving a line block alarm over the weekend, which prompted them to replace both the cassette and the infusion set. During this process, one infusion set did not deploy properly and was therefore unusable. However, the subsequent infusion set functioned correctly. They retained the non-deploying infusion set but did not keep the one associated with the line block alarm. There was no patient injury.